Event description:
After successful antegrade wire crossing in the occluded artery, pre-dilation was performed several times with several balloons. Dissection was apparent in the lad part. A oct catheter was attempted to be used on a distal lesion but was unable to go through. The oct image displayed a dissection. Since blood flow was affected, stenting was performed and the oct catheter was removed. After the stent was placed a second dissection appeared. Another stent was placed for the second dissection. When a post-stent oct assessment was attempted, the oct catheter was unable to pass through the stent so a full stent assessment was not made. The patient was unstable and the procedure was stopped. Hospital policy prohibits the release of patient specific information. (B)(4), pt ID (B)(6).

Manufacturer narrative:
An event of dissection was reported. The reported event of a positioning issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis instructions for use (IFU) states that coronary artery spasm may occur as a consequence of intravascular imaging. The dragonfly optis imaging catheter IFU states that the user should ensure that the catheter is not rotating while the sterile operator is loading, inserting, or positioning the catheter. The dragonfly optis imaging catheter IFU states that is resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.